Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and noticed the temperature drifts by over 10 degrees when heating. The technician found a defective 3-way valve and a defective actuator and replaced the same. Also a discoloration was noticed on the terminal connector on the 20a breaker in the lower power supply. Therefore the terminal connector on the 20a breaker was also replaced. Preventive maintenance, functionality test and safety check as per the service manual were performed successfully. Maquet cardiopulmonary gmbh requested the defective parts for a investigation.

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit and noticed the temperature drifts by over 10 degrees when heating. The technician found a defective 3-way valve and a defective actuator and replaced the same. All operations good. The actuator in question was returned to maquet (B)(4) in (B)(6) for further investigation. According to the investigation report the actuator was not received in the original state that means the heat shrink tubing was removed and the cord was missing. Opening the case turned out that the cable was removed including the connector. Therefore the actuator must have already been opened. According to the information provided by one of maquet´s senior tech specialists he did not dissemble the parts which were replaced. Therefore it is assumed that a repair was attempted in the field but there is no recollection of this repair available. Due to the facts that the actuator was sent without connection cable as well as the actuator was opened previously no test could be performed and no reliable conclusion can be made.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The evaluation is still in progress. The unit was sent to the maquet repair depot and a loaner was provided to the customer. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported the unit does not regulate the temp correctly on the "main" side. Setting the temp to 40.5c the cp side will heat to 40.5 and stabilize there (+- 0.2c), when the main side heats to 40.5 it will just overshoot 40.5 to around 41.0 at which point it very quickly drops (to about 29c in 40 seconds). It will continue to cycle in this fashion (+- ~12.0c). Additional information: there is no patient involvement. (B)(4).